Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an unable to proceed alert occurred during tubing fill with an alert to restart, consistent with a motor stall, after which the user restarted the pump, completed a 120-unit dry run, and performed a successful supply change that restored insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review for mechanical issues. Investigation of this case revealed a mechanical problem consistent with a stalled motor that was resolved by supply change and restart, indicating a mechanical problem had been identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.